Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "we had a safety event with an introcan IV catheter where the safety guard did not activate properly and the needle was still exposed." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for further evaluation. Upon visual evaluation it was observed that the safety clip was not engaged and not covering the cannula tip. The manufacturer evaluated their production processes and were unable to identify a process that would create this defect. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. While an exact cause could not be determined, as communicated in IFU: application section: remove needle by pulling needle straight back with a swift, continuous motion parallel to the skin (minimize rotation of needle). Metal safety clip will automatically attach to needle tip as needle tip exits catheter hub. Dispose of needle immediately into sharps container. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.